Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Upon advancing the catheter, the user met resistance and backed the whole system out for another attempt. The wire was kinked, so another catheter was used. When cleaning up, it was noticed the catheter tip was missing. The tip was found and had come out with the device. It was not left in the patient. The second catheter was placed without difficulty. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Upon advancing the catheter, the user met resistance and backed the whole system out for another attempt. The wire was kinked, so another catheter was used. When cleaning up, it was noticed the catheter tip was missing. The tip was found and had come out with the device. It was not left in the patient. The second catheter was placed without difficulty. No patient harm reported. The patient's condition is reported as fine.